Manufacturer narrative:
(B)(4). This lot was manufactured from october 23, 2014 to october 24, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a white particle, approximately 3.47 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate matter was silicone. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles inside a half day infusor. This was noted before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.